Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported that there had been a confirmed motor stall with motor stall recovered recorded in the event logs. The motor stall occurred at 4:55am and recovered at 5:07am. There were no symptoms associated with this event. The motor stall was not caused by the patient having an MRI or other medical procedures. The pump system was delivering fentanyl, clonidine and dilaudid.